Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (50 mcg/ml at 15 mcg/day) and bupivacaine (30 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the catheter was revised due to a lack of efficacy. Per the doctor, the catheter needed to be moved up another vertebral body. The entire tip segment was explanted and replaced. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.